Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction was not confirmed. A root cause for the reported event could not be conclusively determined through this evaluation. The submitted log files were reviewed, and the pump appeared to function as intended throughout the log files with no notable drops in flow. Multiple attempts were made to obtain addition information regarding the reported event; however, no additional information has been provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for potential outflow graft obstruction. Log file review was requested which revealed no external power and other associated alarm types on 29 oct 2025 caused by power to the mobile power unit (mpu) being interrupted. The pump log files were normal with no signs of pump dysfunction.